Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that during extraction of the right ventricular (rv) lead, a locking stylet could not be advanced to the lead. During extraction of the lead, the lead broke prior to the proximal coil and was not completely endovascular. The lead was captured with a deflectable wire and goose neck snare. The proximal coil was pulled down from the superior vena cava (svc) but the lead broke again between the svc and rv coils. The proximal portion of the lead, including the svc coil was removed via the femoral workstation. Then a second femoral workstation was inserted to snare the distal portion of the lead which was removed by advancing the femoral workstation to the distal portion of the lead. Very heavy fibrosis was noted at the tip of the lead.